Manufacturer narrative:
Outcomes attributed to adverse event: other: pedicle fracture. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) at l4-l5 due to grade 2 spondylolisthesis at l4. Intra-op, when checking the frontal image after final tightening, it was found that the screw on the left side of l4 came off to the lateral side. After screw insertion, it was checked that the screw had entered the vertebral body; hence, the surgeon considered that there was a high possibility that the pedicle had fractured during compression or final tightening. It was suspected that bone fracture had occurred since the state was unstable. Then, the implanted set screw, rod and screw were removed; and after inserting a screw of bigger size, the rod and set screw were re-inserted. The operation was then finished after final tightening. There was a delay of less than 60 minutes in overall procedure. Bone quality was determined to be bad by the surgeon.